Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and developed vertical gas breakthrough during flap creation. The flap was not lifted, the laser treatment was aborted and the patient returned on (B)(6) 2019 for photorefractive keratectomy (prk) which was completed successfully.

Manufacturer narrative:
Correction: h4: in initial report, the device manufacture date was inadvertently reported as 10/31/2009, however the correct date is 10/29/2009. This follow up has the correct date indicated in section h4. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.